Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, intuitive surgical, inc. (Isi) clinical sales representative (csr) informed intuitive surgical, inc. (Isi) technical support engineer (tse) that the surgeon was unable to gain full control of universal surgical manipulator (usm) 4. The customer reseated instrument and drape; however, the issue continued intermittently. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse found error 282 upon reviewing logs indicating invalid tool being detected on universal surgical manipulator (usm) 4. However, the fse was unable to reproduce the reported issue. Usm 4 was evaluated and cycled through full range of motion with no issues. The pogo pins of usm 4 were inspected and verified to be functioning normally. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation.